Event description:
It was reported that after starting the iab pump, the iab pump display showed the info windows without text inside. It was noted that the user noticed the problem after pump was in use for an undetermined amount of time. The pump was exchanged.

Manufacturer narrative:
Eval: a third party contract organization evaluated pump and found a damaged cpu board, which was exchanged. A follow-up report will be filed if more information becomes available.